Manufacturer narrative:
The getting fse that encountered the issue, installed another new safety disk and completed the pm with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The faulty new safety disk will be evaluated at our national repair center (nrc) for further investigation. A supplemental report will be submitted when our investigation is completed. *defective new safety disk serial# (B)(4). The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm), performed by a getinge field service engineer (fse), when a brand new safety disk was installed, it failed the membrane leak test. This is a failure upon installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The national repair center verified the disk failing for the membrane leak test. The test failed at 7 mmhg; the factory specification for this test is +/- 6 mmhg. The nrc sent the safety disk to getinge production department per procedure the national repair center received the safety disk , drive side 1 from the getinge production department. Production verified the failure of the disk failing the membrane leak test with a reading of 7mmhg. The factory specification is +-6. The safety disk failed testing. The nrc will be retaining the safety disk per procedure number. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: e1, e4, g1.

Event description:
N/a.